Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was explanted and replaced at a lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.